Event description:
It was reported that the bronchovideoscope had no image. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported event was confirmed. The probably cause was most likely attributed to damage to the connector board. However; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.